Event description:
A nurse reported via phone call indicating that a customer experienced low blood glucose levels of 30 mg/dl. The customer was hospitalized for hypoglycemia on (B)(6) 2015. The customer was treated with sugar in a tube. The mother stated that the customer had possibly over performed an over-bolus to compensate two sugar drinks that the customer had prior to the low blood glucose. The mother stated that there was nothing wrong with the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.